Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was suspected to be the cause of the event but not confirmed. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.